Manufacturer narrative:
Based on the info provide, there is no indication that the device caused or contributed to the reported event. This MDR is being filed to document the event. Medical records were provided and related info is included in this report. The device has not been returned for physical evaluation. A clinical review of the medical records and a plant investigation concerning the device are in progress, and a supplemental report will be submitted upon their completion.

Event description:
The program mgr and nurse from the pt's peritoneal dialysis (pd) clinic reported that the pt was admitted to the hospital on (B)(6) 2014, when she presented with intermittent aphasia and confusion. She was diagnosed as having had a previous bilateral watershed stroke on an unk date. The case of the stroke was attributed by the neurologist to be occluded carotid arteries. Reportedly, the pt's pd therapy had been going well with no issues or injury, and was not considered to be a factor. However, it is unk whether the stroke occurred while the pt was performing a treatment on the cycler. She was discharged on (B)(6) 2014 and sent to a nursing home/rehab facility to transition before returning home and to evaluation is she could live independently. She is still in rehab and the same cycler is being used for her pd therapy.